Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant product: m7700-29 mechanical heart valve implanted: (B)(6) 1990.

Event description:
The right atrial (ra) and right ventricular (rv) leads were returned to the manufacturer after being explanted for unknown reasons. The leads subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.